Event description:
The customer reported that he was hospitalized due to blood glucose levels over 500 mg/dl. The customer stated that he was getting no delivery alarms prior to the hospitalization. The customer stated that his dr gave him a different infusion set to try, and he has not had any problems since. Advised the customer to change the infusion set when the insulin pump alarms no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.